Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The patient's current blood glucose was 140mg/dl. The customer reported that he is experiencing high blood glucose and he does not know why when he is using sets that he knows they are not part of the recall. Inquired what led up to the complaint. The customer was at work and he started getting high blood glucose his meter gave him a reading of over 600mg/dl he went ahead and left work went home and he changed out the set , he checked the set and the cannula was not bent. He waited at home after he changed the set and he did not get any results so he waited about 2 hours and gave himself 20 units of bolus and no results and waited again 2 hours gave himself another 20 units and no results. So he took out the set cannula was not bent and he changed it with a new set from a different lot that he received saying new and enhanced and he gave himself a 20u bolus and within the hour his blood glucose dropped to 400mg/dl. He later gave himself another 10u bolus and it dropped to the 100mg/dl range. The drive support cap appeared normal (slightly indented. The customer will call back to perform high pressure test after receiving tubing clamp. The insulin pump will not be returned for analysis.